Event description:
It was reported that patient with this implantable pacemaker experienced not feeling well, shortness of breath (sob) and increased blood pressure. Patient stated that the device has not been working correctly since it was implanted. Boston scientific technical services (ts) referred patient to physician for medical attention. This device remains in service. No adverse patient effects were reported.